Event description:
The customer stated that she was hospitalized due to high blood glucose levels of approx 200 mg/dl. The customer stated that they went up to over 500 mg/dl overnight. The customer also suffers from emphysema. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.